Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available a follow-up report will be provided.

Event description:
A report was received on (B)(6) 2015 from , (B)(6) medical center regarding a luer connector which broke off in a critical care patient's catheter. The connector could not be removed and the catheter had to be replaced.